Event description:
Rn was tapering weight-based norepinephrine on a patient postoperative day 1 following an endovascular aneurysm repair and right femoral endarterectomy with the former as treatment for rupturing abdominal aortic aneurysm said to be a mycotic aneurysm. When trying to taper from 0.06 mcg/kg/min to 0.05 mcg/kg/min at 1136, the rn missed a decimal and titrated to 0.5 mcg/kg/min. This changed the rate from 18.1 ml/hr to 150.6 ml/hr. An increase in the rate by 8 times the previous rate did not have any guardrail to prevent the medication from reaching the patient. The patients bp increased to 221/62 and heart rate 121. The medication was paused at 1140. At 1930 the patient was found to have new st-depression and troponins in the 3000s. Patient pea(pulseless electrical activity) arrested at 2245 and time of death was 2310.